Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014 at 6pm. The patient obtained blood glucose results of ¿350, 145 and 195 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value. The patient manages her diabetes with insulin pump therapy. It is not known if the patient made changes to her usual management routine. An hour after the start of the alleged issue, the patient claimed she felt symptoms of sweaty, heart palpitations and dizziness. The patient reportedly took more food and/ or drink that same evening. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.